Manufacturer narrative:
Section a4, a5: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1 telephone number (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had plunger rod issue, defective. There was patient contact with the product. Through follow up, it was learned that the lens cartridge prematurely ejected the lens at the insertion site; it was on the patient's right eye but not inserted. Only the tip of the cartridge was in contact with the patient's eye. There no patient injury and no intervention was required. Another johnson & johnson lens (same model and diopter) was successfully implanted as a replacement. No further information was provided.